Manufacturer narrative:
(B) (4).

Event description:
It was reported that the voltage would decrease up to 0 while recharging the implantable neurostimulator. The device was reprogrammed. The event resolved without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (4) staff.